Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarms were noted. However, the device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and it passed. The device had minor scratches on the lcd window and cracked case at display window corners. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarming motor error during bolus delivery. Customer's blood glucose was 68 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer does use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.